Event description:
During an unknown procedure, it was reported by the rep that the device fired four staples and then it jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: broken cartridge nose weld. Weld was examined and found to have been sufficiently welded. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "fired four staples and then it jammed" during surgery may have been due to twisted staples in the cartridge track and a twisted in the track. No functional testing could be performed because the twisted staples could not be realigned in the track for proper feed to occur. No conclusion could be reached as to if the broken cartridge nose weld had caused the staples to twist or if the twisted staples had caused the cartridge nose weld to yield. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly. The instrument's staples may become twisted within the cartridge track and nose if the instrument sustains a blunt trauma.